Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-01119 for the other associated device information. It was reported to boston scientific corporation that two uphold lite with capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, for the first device [MFR report #3005099803-2018-01060], during the procedure, the dart detached from the suture while the mesh leg was being placed. The dart was left inside the patient. A second uphold lite with capio slim was used [MFR report #3005099803-2018-01119]; however, after several times of attempting to deploy the dart into the capio cage, the capio carrier broke off. The carrier was removed from inside the patient by hand. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Event or problem updated to correct the manufacturer report numbers.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-01060 for the other associated device information. It was reported to boston scientific corporation that two uphold lite with capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, for the first device [MFR report #3005099803-2018-01119], during the procedure, the dart detached from the suture while the mesh leg was being placed. The dart was left inside the patient. A second uphold lite with capio slim was used [MFR report #3005099803-2018-01060]; however, after several times of attempting to deploy the dart into the capio cage, the capio carrier broke off. The carrier was removed from inside the patient by hand. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned uphold¿ lite with capio slim revealed that the cage was bent and lifted out of the head of the capio slim. The capio carrier was not broken. There was no damage to the uphold lite mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01119 for the other associated device information. It was reported to boston scientific corporation that two uphold lite with capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, for the first device [MFR report # 3005099803-2018-01060], during the procedure, the dart detached from the suture while the mesh leg was being placed. The dart was left inside the patient. A second uphold lite with capio slim was used [MFR report # 3005099803-2018-01119]; however, after several times of attempting to deploy the dart into the capio cage, the capio carrier broke off. The carrier was removed from inside the patient by hand. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be stable.